Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, before the procedure started, the needle came loose from the strand. They used new suture to complete the case.